Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was advised as of 500 mg/dl. Customer declined troubleshoot for high blood level. Customer reported that the pump was giving the no delivery thing and changed set, reservoir everything and its doing it again. Now my blood glucose is over 500 mg/dl. . Delivered a bolus with 3 units and no delivery pops up and stated that the insulin exited. Customer had further declined to troubleshoot for high blood glucose. The product will be returned for analysis.